Event description:
It was reported that after intubation was completed, the easycap was attached to the end of the endotracheal tube and the ambu bag was attached to the other end. The ambu bag was squeezed causing the top of the co2 detector to become dislodged from the bottom of the detector. Tube placement was verified from anesthesia and by auscultation.

Manufacturer narrative:
Prod has been requested for eval. Lot number is unk. The brand of resuscitator bag being used is unk. It is unk if they were attempting 1-handed or 2-handed resuscitation or whether this occurred during the first resuscitation compression attempt. Risk mgr stated it would be very difficult to get any further info as this occurred several mos ago.